Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. In addition, it was reported a power source alert occurred when the pump was plugged into a wall outlet to charge. The customer's blood glucose was 110 mg/dl. Reportedly, the alert cleared when the customer plugged into an alternate usb cable and left the pump to charge.